Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 7/15/2020. See attached user facility medwatch - attachment: [(B)(4)].

Manufacturer narrative:
(B)(4). Batch # t5ea7h. Device analysis: the analysis results found that one 6r45b reload was received with no apparent damaged and partially fired 1/10 and with the reload lock out damaged. No functional test could be performed due to the condition of the reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, staple load did not activate. New load was used and worked in the same handle. There were no patient consequences or change to the post-operative care of the patient.